Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent and shaft were damaged. While prepping a 2.25x24mm promus element¿ plus stent delivery system, it was noted that the stent was stretched and the proximal shaft was scraped and kinked. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found the distal portion of the crimped stent was distorted, deformed and stretched distally out over the device tip. A review of the associated batch records; the maximum crimped stent profile measured 0.0402¿. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is: 0.044". Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage in the form of stretching to the inner wire lumen 70mm distal from the port bond & 29mm to 35mm distal from the port bond. This type of damage is sometimes evident when the distal portion of the catheter shaft experiences excessive tensile forces during the improper removal of the stent protector and product mandrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent and shaft were damaged. While prepping a 2.25x24mm promus element¿ plus stent delivery system, it was noted that the stent was stretched and the proximal shaft was scraped and kinked. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.